Event description:
According to the reporter, during the peritoneal dialysis of the patient at home, the peritoneal dialysis catheter ruptured/cracked at the in vitro end of the peritoneal dialysis tube close to the titanium connector, causing the patient's peritonitis and due to this the patient was given antibiotics (anti-infective treatment) via intravenous injection. It was also stated that a leakage was observed on the ruptured site. To resolve the issue the ruptured part/site was trimmed/pruned, and the titanium connector and external short tube of the peritoneal dialysis catheter were replaced (only part of the peritoneal catheter and not the entire catheter was replaced), and the treatment was completed. There were no abnormalities observed before the use of the device, it was rinsed before use and leak was observed, no other products were used with the device, no cleaning agent was used on the device, sepsiderm was not used to clean the catheter, the patient did not use any type of cleaning agent or antibiotic on the catheter themselves, there was no wound dressing used, no ointment was utilized at the exit site (outlet) and for catheter maintenance the patient was responsible to go to the hospital regularly to have the catheter evaluated. There was no blood loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.